Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194 implantable pacing lead, implanted: (B)(6) 2007, d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012, 5076 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was high impedance and fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event